Manufacturer narrative:
There was no patient involvement, thus no patient data exists. There is no expiration date for this product. Actual device was evaluated on site by a field service representative. Evaluation summary: after further evaluation on site by a field service technician, it was determined that the motor collar cover fell inside the boom motor cover which is located directly below it. The likely root cause would be related to a collision with other equipment in the room. The motor collar cover is a non-sterile component that could potentially be located directly over the sterile field. Had the cover fallen at random during a case, the cover would expose a non-sterile component into the sterile field and this could potentially cause a serious/severe health risk. This specific malfunction was identified prior to use and no patients were involved and no adverse events were reported. This not a single use device.

Event description:
(B)(4). It was reported that the account had a broken bracket/cover on equipment boom. After further evaluation on site by a field service technician, it was determined that the motor collar cover fell inside the boom motor cover which is located directly below it. There was no reported patient involvement and no reported adverse consequences.